Event description:
Caller reported that there was a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which implies no adverse impact on blood glucose level. Customer was assisted by technical support to reset the pump, which resolved the issue, and was informed to call back if the malfunction reoccurs.